Manufacturer narrative:
Investigation results/ visual investigation: the provided components were examined visually and microscopically with the digital microscope and the digital-camera. The complained tibial component shows no bone cement residues adhesive on the intended area. The also provided femoral component shows nearly no bone cement residues on the intended area. There are no obvious visible material/coating defects on the provided devices. The provided gliding surface of the meniscal component shows visible scratches and imprints resulted from third body wear (bone cement residues and/or bone chips). Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity x probability of occurrence) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with nx052z - as vega ps tibial plateau cemented t1+. According to the complaint description, patient underwent revision surgery 1 year 10 months post surgery due to loosening of tibia implant. Initial surgery: (B)(6) 2018. Revision surgery: (B)(6) 2021. Additional information was not provided. Additional patient information is not available. The adverse event is filed under aag reference (B)(4). Involved components: nn261z - as tibial obturator d12mm - lot 52393406. Nx110 - vega ps gliding surface t1/1+ 10mm - lot 52396660. Nx009z - as vega ps femoral comp.cemented f4n l - lot 52357510.